Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that the alarm 2 went off during a bolus. The patients' blood glucose levels were reported at 600mg/dl and ketones were present but results were unknown. Customer said the site/cannula was dislodged due to movement. No troubleshooting was done for this date since they had just changed the cartridge and infusion set. Patient was taken to hospital due to high blood glucose levels and received IV insulin and electrolytes. Patient arrived at the hospital on (B)(6) 2016 and was released (B)(6) 2016. Unknown patient's condition at this time.